Event description:
It was reported that the patient had a centrimag right ventricular assist device (rvad) placed at the time of left ventricular assist device (lvad) implantation. When the patient was being weaned from centrimag, the doctor reported that the centrimag pump clotted. Per the cardiologist, the patient was not on unfractionated heparin (ufh), and international normalized ratio (inr) was 1.6 (receiving warfarin). Given that it was in weaning phase, flows were low in 1-1.5 l/min range. The patient was not harmed and was currently stable. The site additionally stated that the rvad was planned and their lvad operated as expected and did not cause or contribute to the event. The site did not use adequate anticoagulation at anticipated lower flows while weaning the rvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d2b: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: clot within the centrimag pump was unable to be confirmed as no images or product was available for evaluation. A direct correlation between the reported events and the centrimag pump could not be conclusively established through this evaluation. It was reported that the centrimag pump will not be returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The us (united states) centrimag blood pump instructions for use (IFU) (rev. C) lists venous thromboembolism and arterial non-cns (non-central nervous system) thromboembolism as adverse events that may be associated with the use of the centrimag blood pump. The IFU contains the following additional warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.